Event description:
It was reported that a user sought guidance on changing only the cartridge and was counseled to change all supplies at once but declined, after which they were instructed to disconnect the tubing from the infusion set site, rewind the pump, replace the cartridge, reconnect and fill the tubing, and then reconnect to the existing infusion set, selecting ¿no¿ when prompted to insert a new infusion set. Symptoms included none. Outcomes included no injury, no medical intervention, and continued therapy after user education. Investigation included troubleshooting and user education on correct supply change sequencing. Investigation of this case revealed user error related to incomplete supply change and procedural steps, with no device malfunction and no component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was user error resolved through education.